Event description:
On 24th mar 2026, it was reported by a distributor via email that ar-8943-16 2.0mm drill bit, calibrated batch 1392245 drip tip broke after procedure completed. This was detected during an ankle fracture procedure on (B)(6) 2026. The procedure was completed successfully with no fragments left in patient and no harm to patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.